Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had off no power alert on the insulin pump. The customer's blood glucose level was 40 mg/dl. The customer was treated with food. The patient was advised after the troubleshooting was performed that she needs new battery for the insulin pump and monitor the insulin pump. The customer was ask to call back if needed. No further information was reported.